Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath and the valve assembly were received for product evaluation. The metacross balloon was not returned with the sheath for evaluation. The sheath was subjected to visual analysis and a breakage was noted at 6.93 inches from the sheath hub. The sheath was found to be unraveled at the distal end of the breakage. The sheath ID measured at 0.085 inches which within specification. The sheath od measured at 0.1003 which within specifications. The complaint can be confirmed for sheath mechanical separation. It is likely that pulling forces during withdrawal of the sheath in the presence of resistance caused the breakage. It was confirmed by the customer that the sheath was attempted to be removed without the dilator mated to the sheath, this also likely contributed to the failure. Per the product IFU while inserting or withdrawing, if resistance is met, do not advance, or withdraw the sheath until the cause of resistance has been determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, to update section d9, section e4, section g2, section h3, and to provide maude report (B)(4) attachment. In the initial report it was report that the device was available however the actual device is no longer available. Terumo tmc performed a maude search on january 12, 2021. Report number (B)(4) was found and was confirmed to be of the same reported event, and therefore the maude report has been provided. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 29january2021: there was no calcification, spasm, or tortuous anatomy noted in the patient's vasculature. There was no resistance noted while withdrawing the sheath.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination slender was advanced into the patient without issue. The doctor used a csi 2.0 crown without issue. The doctor was unable to advance a 7x100 metacross r2p over an 014 wire. The doctor swapped out the wires and successfully inflated the balloon in superficial femoral artery (sfa). The doctor felt some resistance while removing the balloon but did not appear to be anything exceeding a reasonable amount. The doctor elected to withdrawal the destination slender out over gwa without the dilator. While pulling out, the doctor noted a hole in the sheath led to fluid pulsing out of the sheath. He pulled the sheath more and a second hole presented itself as blood pulsed out. The doctor continued to remove the sheath and the proximal portion separated from the remaining sheath. The patient was in stable condition. The procedure was a successful atherectomy and angioplasty. Additional information was received on 08december2020: the procedure performed was a radial access, peripheral atherectomy and angioplasty. The blood loss was less than 5cc's. The incident happened upon sheath removal. The tr band was the only device used afterwards.